Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous toxo igg results generated on a unicel dxi 800 access immunoassay system for one patient. The customer re-ran the samples on a different instrument using an alternate methodology and the results were negative. The initial erroneous results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.